Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The noise was observed on the real-time electrogram and reproducible with isometrics exercises. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.